Event description:
It was reported to vyaire medical that the avea ventilator has a defective uim (user interface module). The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire filed service went onsite. Installed new compressor with control board and replaced bad uim (user interface module) aju02670 from avea ajv02495. Usmedequip swapped uim (user interface module) to get the ventilator ready for use. Performed compressor check and verified overall proper operation of the ventilator and new uim (user interface module). Performed annual preventive maintenance and calibrations including o2 (oxygen) sensor. The unit is operating according to specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.